Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The imaging system passed the system checkout and was found to be fully functional. However, it was found that the site's ethernet cables were heavily damaged and needed to be replaced.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not sending any images to the navigation device. It was also noted that the ethernet cable looked visibly damaged. After 3 reboots, the issue was resolved. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
Correction: UDI field corrected to (B)(4). If information is provided in the future, a supplemental report will be issued.